Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material in the air/water cylinder, air/water tube, and the nozzle of the plastic distal end cover. A burn on the plastic distal end cover was also found. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to fields b5, d8, d9, h6 component code, and h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. For the third event concerning a burnt probe cover event, the reportable malfunction was not confirmed. However, olympus found that the device had insulation failure at the distal end. The first foreign material event can be prevented by following the instructions for use which state: operation manual 4.2 insertion air/water feeding and suction. ¿ nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
No burn was found on the probe cover.